Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2020-00946. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 136.5 and 137.5 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil lp confirmed a kinked pusher assembly. Further evaluation revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and damage such as kinks may occur. During functional testing, the ruby coil lp was unable to advance through its introducer sheath due to the pusher assembly kinks. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a retroperitoneal bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, while attempting to advance the ruby coil lp out of its introducer sheath and into the microcatheter, the physician noticed that the pusher assembly of the ruby coil lp became kinked. Therefore, the ruby coil lp was removed. The procedure was complete using new ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.